Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl due to a bent cannula. Customer treated with a bolus. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further high blood glucose troubleshooting was performed.